Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: surgeon uses this product all the time, however on this case he was retracting the kidney with the endoretract in the flexed position and the plastic ring, near where it flexes, broke into 3 pieces. They continued using the device, retrieved the plastic pieces and continued using the product without issues.